Event description:
It was reported that the patient was having difficulty charging the ipg. It was stated that the patient had been charging so much and caused slight swelling and irritation around the ipg area. X-ray revealed that the ipg had migrated and flipped due to weight loss. The patient underwent an ipg an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned by the facility.